Event description:
MRI table moves despite wheel locks being engaged. These prevent potential injury to staff and patients when transferring patients to and from MRI table. No injuries have been sustained at this time.